Manufacturer narrative:
It is anticipated that the product will be returned, but the product has not yet been returned. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was returned for analysis. The complaint conclusion has been updated to reflect product analysis. Complaint conclusion: the back end of the trapease sheath "snapped off" while being advanced to the deployment target. There was thrombus present at the delivery site and the vessel was tortuous, but it was reported that no unusual force was used to advance the device. The vena cava was 1.5cm to 2.25cm. The device was removed without difficulty or injury to the patient, and the procedure was completed with another device with no difficulty. The indication for the procedure was deep vein thrombosis. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile 6fr sheath introducer, one non sterile filter inside its cartridge, a non sterile 6fr obturator and a 6fr vessel dilator were received inside a plastic bag. No visual anomalies were found on the filter, obturator or the sheath introducer. The vessel dilator was received separated just under the snap ring. The separation point looks twisted and elongated. The od and ID of the body were measured near to the separation point and were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The vessel dilator separation reported by the customer was confirmed. However, the exact cause of the failure could not be determined. Procedural factors might be contributed to the separation since the vessel dilator was found twisted and elongated at the separation point. No corrective action will be taken at this time since the analysis nor does the DHR review suggest that the failure experienced by the customer could be related to the manufacturing process. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors might be contributed to the separation since the vessel dilator was found twisted and elongated at the separation point. One non sterile 6fr sheath introducer, one non sterile filter inside its cartridge, a non sterile 6fr obturator and a 6fr vessel dilator were received inside a plastic bag. No visual anomalies were found on the filter, obturator or the sheath introducer. The vessel dilator was received separated just under the snap ring. The separation point looks twisted and elongated. The od and ID of the body were measured near to the separation point and were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The vessel dilator separation reported by the customer was confirmed. However, the exact cause of the failure could not be determined. Procedural factors might be contributed to the separation since the vessel dilator was found twisted and elongated at the separation point. No corrective action will be taken at this time since the analysis nor does the DHR review suggest that the failure experienced by the customer could be related to the manufacturing process.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The back end of the trapease sheath "snapped off" while being advanced to the deployment target. There was thrombus present at the delivery site and the vessel was tortuous, but it was reported that no unusual force was used to advance the device. The vena cava was 1.5cm to 2.25cm. The device was removed without difficulty or injury to the patient, and the procedure was completed with another device with no difficulty. The indication for the procedure was deep vein thrombosis. Multiple attempts have been made to gather additional information; however, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15096472. (B)(4) 55 cm subassembly lots 15094603 and 15094602 were reviewed and no units were rejected during the assembly of these lots. It was observed during review that no nonconformance records were issued for these lots. No other incidents were noted that could be potentially related to the complaint reported. The molding process was reviewed and the compound drying and molding parameters were found according to specification. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.

Event description:
The back end of the trapease sheath "snapped off" while being advanced to the deployment target. There was thrombus present at the delivery site and the vessel was tortuous, but it was reported that no unusual force was used to advance the device. The vena cava was 1.5cm to 2.25cm. The device was removed without difficulty or injury to the patient, and the procedure was completed with another device with no difficulty. The indication for the procedure was deep vein thrombosis.